Manufacturer narrative:
The reported events of low pacing lead impedance, "r-wave variation and "insulation fracture was suspected" were confirmed. As received, a complete lead was returned in one piece for analysis. Visual inspection found a suture sleeve tie impression at the middle region of the lead. Electrical testing did not find any indication of conductor fractures but found short between the conductors at the suture sleeve tie down impression region. Destructive analysis was performed and found an abrasion breaching the inner insulation and exposing the inner coil at this region. The cause of low pacing lead impedance and r-wave variation was due to the inner coil being exposed at that abrasion zone. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that, an impedance problem and increased sensing were noted on the right ventricular (rv) lead. Rv lead insulation fracture was suspected but this was not confirmed. The rv lead was explanted and replaced to resolve this event. The patient was stable.